Event description:
Device 1 of 3. Reference MFR report#3006705815-2019-00455, reference MFR report#3006705815-2019-00456. It was reported that the patient experienced infection at an unknown site. As a result, the scs system was explanted. The infection resolved.